Manufacturer narrative:
Box d additional device information updated 510k updated box h manufacture date updated remedial action init updated recall (z) number updated.

Manufacturer narrative:
Additional information was received on jan 25, 2023, and section b5 should be reported as: the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, the device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There were no errors found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got scrapped. Section h6 updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.